Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a high pitch tone emitting from their insulin pump. Customer's blood glucose was under 200 mg/dl. The customer stated there was a black dot on their screen. It was also found the tone was resolved temporarily by a battery change. Customer also reported the tone occurred when the insulin pump was suspended. A follow up called was made the customer reporting that letting the insulin pump rest did not restore normal insulin pump function. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen and constant watchdog alarm during boot up due to moisture damage on all electronic assemblies. Unable to perform displacement test, operating currents measurements and off no power test due to frozen screen and constant watchdog alarm anomalies. The insulin pump had minor scratches on lcd window and scratches on reservoir tube window.